Event description:
The customer returned the pump indicating that during preventative maintenance the occlusion alarm was not within specification. During in-house testing it was found that the pump did not alert occlusion.